Event description:
The customer reported experiencing low blood glucose of 47mg/dl and the paramedics were called. The customer stated that the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.